Manufacturer narrative:
H.6 investigation summary: one 3ml syringe with needle attached in an opened blister pack from batch 9276835 (p/n 305060) was received and evaluated. It was observed there was damage present in the location of the bd logo. The damage consisted of a small hole and a portion of the barrel protruding outward as well as a small crack near the "m" of the 3ml marking. The damage was rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9276835 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the barrel of the bd luer-lok¿ blunt fill needle was found "melted and deformed" before use. The following information was provided by the initial reporter: "when the staff opened the package of 3ml syringe luer lock is melted and deformed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd luer-lok¿ blunt fill needle was found "melted and deformed" before use. The following information was provided by the initial reporter: "when the staff opened the package of 3ml syringe luer lock is melted and deformed."